Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer were hospitalized due to high blood glucose level, diabetic keto acidosis from the attorney of the family. The information received on may 5, 2020 with blood glucose value was unknown. Customer stated retainer ring was broken. The insulin pump will not be returned for analysis.